Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that the patient received intubation on (B)(6) . According to visual examination, the long catheter was intact. But on april 10 when a small amount of dialysate was used and water oozed from the wound. The doctor took the catheter out and placed it again on (B)(6) . During the operation, at some part of the cuff, cracks were found. The doctor pulled it out, but cracks became more than before due to the external force. The patient involved w/o injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.